Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the implant of a right ventricle leadless pacemaker (rvlp) when fixating at target location that the pacing impedance rose to out of acceptable range. The physician elected to reposition, upon repositioning a venogram was performed and revealed contrast in the pericardial space. A pericardiocentesis was performed and patient returned to a stable status. The physician elected to exchange the rvlp and implant a different device. The patient was recovering following the procedure.